Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced an auto-reduction in programs and is without stimulation. Reportedly, diagnostic testing revealed invalid impedances. Reprogamming was attempted to no avail. Follow-up identified flouroscopic imaging confirmed a lead wire fracture. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6)2017 wherein the lead was explanted and replaced which resolved the issue.